Event description:
Customer reported the panorama central station displayed an error message, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and was unable to upload the system software due to system errors. Customer was provided with a replacement unit.